Event description:
Clinical study. It was reported that 616 days after coronary drug eluting stenting treatment procedure, the patient required a target vessel reintervention (tvr). On the day of the index procedure, the patient was admitted due to recurrent chest pain with radiation into her arms. Target lesion 1 (7mm long) was identified in the proximal right coronary artery (prox rca) with 90% stenosis and a 2.5 mm reference vessel diameter. The lesion was not calcified or tortuous. Target lesion 1 was treated with predilatation and placement of a 2.50mm x 12mm taxus express2 drug eluting stent. Following post dilatation, residual stenosis was 0%. Target lesion 2 (20.0mm long) was identified in the proximal left circumflex (prox cx) with 90% stenosis and a 3.0 mm reference vessel diameter. The lesion was not calcified or tortuous. Target lesion 2 was treated with predilatation and placement of a 3.0mm x 28mm taxus express 2 drug eluting stent. Following post dilatation, residual stenosis was 0%. The patient was discharged two days later on aspirin and clopidogrel. At 615 days post initial index procedure, the patient was admitted due to gradual onset of severe chest pain. In the emergency room, the patient had inferolateral wall subendocardial ischemia with recurrent pain and was treated with nitroglycerin. Of note, the site has added in a non-conforming myocardial infarction (mi) with device casuality of probable to this event. The patient's cardiac enzyme's did not meet criteria. The next day, the svg to rca graft was treated with direct stenting using a 4.50mm x 18mm non boston scientific stent. Residual stenosis was 0%. The patient was discharged three days later on aspirin and clopidogrel. In the opinion of the physician the relationship to taxus stent was probable. In november 2007, the clinical events committee (ceu) adjudicated that the target vessel reintervention to the rca territory was possibly related to the taxus stent.

Manufacturer narrative:
Device evaluation: the complaint indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.